Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings: visual inspection revealed that there was moisture in the battery compartment. A leak test was performed and a battery compartment leak was found. The keypad was found to be fully intact; there was no damage observed. The complaint that all keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of damage or contamination was found to any button contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.